Event description:
On (B)(6) 2012, baxter product surveillance followed up with the peritoneal dialysis (pd) nurse regarding an unrelated issue. The nurse reported the patient's pd catheter was permanently discontinued due to peritonitis. The patient is on hemodialysis. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis from (B)(6) 2012. Treatment included unknown antibiotics (dose, frequency, and route also unknown). The pd nurse reported the patient has recovered from this event of peritonitis. No further information is available due to no access of hospital records.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. An internal investigation is currently under way, however has not yet been completed. Once the investigation is complete, a follow up report will be submitted.